Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 device code and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: commander delivery system post procedure appears to have blood inside the balloon. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint leakage was confirmed through the provided imagery. However, difficulty to track and cross the native annulus was unable to be confirmed as relevant procedural images were not provided for evaluation. No manufacturing non-conformance was identified during the evaluation. A review of the DHR, lot history, complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As reported, ''as per images provided, it was observed blood inside the balloon of the commander ds, that indicate there was some kind of damage in the balloon/delivery system. There were no difficulties during ds insertion through esheath, valve alignment or tracking along the aorta, but difficulties crossing the aortic arch. The valve crimped on the ds could not cross the native aortic valve and was not implanted'' and ''as per medical opinion, the root cause of this event was the calcification of the commissures probably prevented the possibility of crossing the native aortic valve''. Balloon leak may result from damage to the balloon material sustained through a combination of patient and/or procedural factors. The structural integrity of the balloon may be compromised via improper device preparation (crimping) or improper valve alignment techniques (excessive manipulation within tortuous anatomy). It may also be possible for the balloon to become damaged during delivery system advancement through sheath/vasculature via unfavored interactions between the balloon and the crimped thv (typically promoted by calcified, tortuous, and/or vessel-restricted anatomy via non-coaxial advancement angles). In this case, due to limited information provided, a definitive root cause was unable to be determined. In the case of difficulty to track, it is possible that the delivery system nose tip and/or the crimped valve interacted with tortuous, calcified, or otherwise constrained patient anatomy during track through the aortic arch, resulting in the reported tracking difficulty. However, the status of the patients aortic arch was not provided by the field. During crossing, it is possible that the delivery system nose tip and/or the crimped valve interacted with the calcium nodules present on the commissures during crossing of the native valve, resulting in the reported crossing inability. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was discarded.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. Difficulties crossing the aortic arch were noted. The crimped valve on the delivery system could not cross the native aortic valve and was not implanted. Balloon aortic valvuloplasty (bav) was performed two times after the first attempt to cross the native aortic valve. The system was removed as a single unit. There were no vessel injuries or complications. It was decided to use the opposite vessel access to reach a different angle in the ascending aorta. A new system was prepared, and the procedure was successfully performed with very good result. As per medical opinion, the root cause of this event was the calcification of the commissures probably prevented the possibility of crossing the native aortic valve. As per images provided, it was observed blood inside the balloon of the commander ds, that indicate there was some kind of damage in the balloon/delivery system.